Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. The tip of the exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The damaged exposed soft cannula did not contribute towards the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 25 mmol/l (450 mg/dl), while wearing the pod between 25 and 36 hours. They reported experiencing pain at the pod site. When the pod was removed from the infusion site (arm), the patient found the site was swollen and filled with a pus. The patient reported 'due to their medical knowledge', they squeezed the pus out and did not seek medical attention. The patient continued treatment with a new pod.